Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-06813. It was reported the pt did not want the scs system anymore. As a result, the scs system was explanted.

Manufacturer narrative:
MFR's eval: the ipg was electively removed and no testing was performed as there was not alleged failure to meet specification. Correction # 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.